Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter reading inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in mid-morning on (B)(6) 2013. On two separate occasions (dates/times not specified), the patient reportedly obtained blood glucose readings of ¿171 and 114 mg/dl¿ and ¿58 and 84mg/dl¿ with the subject meter. According to the csr¿s documentation, each set of readings were performed within 20 minutes apart from each other. Based on statistical methodology, the calculated difference of each set of glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. After the alleged issue occurred the patient denied the following: taking any action in regards to her diabetes management, developing any symptoms, and testing with another device. After the alleged issue occurred, the patient reportedly contacted her physician by phone on (B)(6) 2013 (at 2pm), and was advised to take an increased dose (20 units) of insulin as treatment. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner¿s booklet) sample site. The patient did not have control solution available. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was advised by her physician to administer an increased dose of insulin as treatment after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.